Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, the patient presented with unstable angina therefore the 2.25x28mm xience sierra was implanted. On (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019 the patient was re-admitted with diabetes (ketoacidosis), chest pain, hypertensive heart and other cardiovascular symptoms. It is unknown what treatment was performed and final patient outcome is unknown.